Event description:
It was reported that during a labral repair using the speedlock implant with inserter handle, a piece of the metal shaft snapped off upon insertion, while inside the surgical site. The piece was immediately retrieved; however, the implant was unusable and was abandoned in the bone. A new bone hole was drilled and the procedure was successfully completed using a back-up implant. There were no significant delays or patient complications reported as a result of this event.